Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 492 mg/dl. The customer felt symptoms of dehydration and pain. The customer's blood glucose level was 192 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was sent out new infusion sets due to a bent cannula discovered after removing the set. The customer did not troubleshoot and did not send the product back for analysis.